Event description:
Novofine autocover prescribed and used instead of novofine needles [wrong device dispensed] (diabetic ketoacidosis). Case description: this incident does not represent a serious public health threat. Classification of the incident: all other reportable incidents. This spontaneous case for the (B)(6) was reported by a nurse as "novofine autocover prescribed and used instead of novofine needles" and "diabetic ketoacidosis" and concerns a male pt of unk age who used novofine 8mm (30g) autocover needles for device therapy due to type 1 diabetes mellitus. Pt's height: not reported medical history includes type 1 diabetes mellitus. The pt had been prescribed novofine autocover instead of novofine needles and was hospitalized due to diabetic ketoacidosis. Outcome of the events is not reported.